Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found the cuvette wash was insufficient due to an issue with the tubing at the washing station. He found crystallization by one of the nozzles. He adjusted the sample probes and replaced all the wash station tubing. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine (crep gen.2) results from the cobas 8000 c702 module. Sample 1 initial result was <10 mol/l and the repeat result was 189 umol/l. Sample 2 initial result was 277 umol/l and the repeat result was 400 umol/l. The initial results were reported outside of the laboratory and were questioned by the clinicians.